Event description:
During beginning of liver resection, erbejet 2 cartridge would not prime. A new cartridge was opened and inserted with the same result. Third cartridge was successfully primed and used during procedure without any issues. All cartridges from the same lot. FDA safety report ID# (B)(4).